Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high and low blood glucose. Customer reported to have experienced low blood glucose once a week. Customer reported that low blood glucose was below 40 mg/dl and high blood glucose was 600 mg/dl customer was on the way to the hospital. Customer treated low blood glucose with glucose tablet. Customer alleged that insulin pump was over delivering due to high and low blood glucose. Customer declined to continue troubleshooting and requested for insulin pump to be replaced. Insulin pump is not expected to return for failure analysis.